Event description:
During treatment of a long chronic total occlusion in the right external iliac artery, a smart control was unable to track to the lesion and the procedure was discontinued due to distal embolism. Approach was made with a 7f long sheath introducer (terumo, 25cm). After the target lesion was easily crossed with a treasure guidewire, it was exchanged to a dv1430s guidewire through an unknown transit microcatheter. As the plaque in the lesion was very soft, minimum dilatation was conducted with 425-2012x sleek balloon catheter. A smart control was advanced, but friction/resistance occurred and it could not track through the vessel due to the heavy vessel tortuosity. While attempting to exchange to a 0.035 guidewire (details unknown), the patient started to complaint of pain from a minor distal embolism. The procedure was cancelled and the patient was treated surgically. The patient is in stable condition. The smart control device was returned for analysis and it was noted that the stent was deployed. It was confirmed that the stent was never deployed in the patient during the procedure. The assistant intentionally deployed the stent from the sds after the procedure.

Manufacturer narrative:
The complaint received states that during an interventional procedure where a sleek balloon was used for pre-dilation, the patient developed an arterial embolism in the leg. During treatment of a long chronic total occlusion in the right external iliac artery, a smart control was unable to track to the lesion and the procedure was discontinued due to distal embolism. Approach was made with a 7f long sheath introducer (terumo, 25cm). After the target lesion was easily crossed with a treasure guidewire, it was exchanged to a dv1430s guidewire through an unknown transit microcatheter. As the plaque in the lesion was very soft, minimum dilatation was conducted with 425-2012x sleek balloon catheter. A smart control was advanced, but friction/resistance occurred and it could not track through the vessel due to the heavy vessel tortuosity. While attempting to exchange to a 0.035 guidewire (details unknown), the patient started to complaint of pain from a minor distal embolism. The procedure was cancelled and the patient was treated surgically. The patient is in stable condition. Per (B)(4): the product was unavailable for return. The lot number of the unit involved was also unknown. Cordis has requested a complaint report from (B)(4) as they do not expect any additional information regarding this case. As the lot number of the complaint unit is unknown, the manufacturing data could not be reviewed. As the product was unavailable for inspection a root cause could not be determined. However, as stated within the complaint, the sleek product was used for dilation and this was successfully achieved during the procedure. Should there be any further additional information at a later date, we will be happy to re-open this complaint and investigate further. Arterial embolization is a known potential adverse event associated with all invasive vascular procedures and is listed in the IFU as such for the sleek product. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported unfortunate event. Please note that two additional products involved with the reported adverse events were previously reported under manufacturer report numbers are 9616099-2011-00505 and 1058196-2011-00373. After an internal review of our current quality agreements with our external manufacturing partners, it was determined that cordis is considered the legal (B)(4) of this device. Therefore, the regulatory report is being filed accordingly.